Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that tip was bent on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a routine ¿check-up¿ of the device, it was discovered that the craniotome device was bent. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.